Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine 703.0 mcg/ml at 299.88 mcg/day, bupivacaine 8.5 mg/ml at 3.6258 mg/day, and morphine 20.0 mg/ml at 8.531 mg/day. The indication for use was spinal pain. The patient was in the hospital because she was having pains due to the machine not working. The medication was supposed to numb her right leg, and it was giving numbness in the left, and now it was not even doing that. The consumer had told the healthcare provider (hcp) about these issues for months. The event date was noted to be the beginning of (B)(6) [2016]. The situation was being addressed by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.